Manufacturer narrative:
The reported failure of oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation service required alarm conditions indicating a failure of the oxygen blending module were observed in the device's downloaded event log. The device's oxygen blending module needs to be replaced to address the issue. Additional errors were observed requiring the system board to be replaced. These errors would not affect the device's ability to deliver therapy and are not reportable issues. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.